Manufacturer narrative:
Concomitant: 407658 lead, mplanted (B)(6) 2006. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch due to high impedance and significant impedance fluctuations. Noise was observed on stored strips. Oversensing was noted on episode data. The lead remains in use. No patient complications have been reported as a result of this event.